Event description:
It was reported that "during the procedure according to IFU, md found broken dilator. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). N/a other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the procedure according to IFU, md found broken dilator. So md opened up the new kit to finish the procedure". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer report of a kinked guide wire through dilator resistance was confirmed through investigation of the returned sample. The dilator was kinked towards the distal tip. Despite this, the guide wire and dilator met all relevant dimensional and functional requirements, and a device history record review revealed no relevant findings. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a. Corrected data: n/a.